Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage. After the helix region was cleaned of blood/tissue, the helix was able to extend and retract. The extended helix was measured to be within product specification.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17267. It was reported that there was no capture noted on the right atrial (ra) lead and left ventricular (lv) lead. X-ray test showed both leads had pulled back. Both leads were explanted and replaced. The patient was stable.